Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance in resetting the pump, and the issue did not recur after the reset. The customer was instructed to continue using the pump and was advised to call back if any malfunction code recurs, which the customer understood.